Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with a highest blood glucose of 380 mg/dl for approximately two hours; the device alerted to high glucose and insulin delivery resumed after the user changed the infusion set, filled the tubing and cannula, and glucose began to decline by the end of the call. Symptoms included dry mouth. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed suspected infusion site issues consistent with potential scar tissue affecting insulin absorption; no device malfunction was identified and the ilet continued to deliver insulin after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.